Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2022. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the white handle of excel t-handle was broken in. The broken fragments were not returned for examination. No other problems identified. A dimensional inspection was not performed for the excel t-handle due to complaint condition not being applicable. Previous investigations found based on the data acquired during failure analysis, the t-handles are breaking due to environmental stress. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the excel t-handle would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the t-handle was found damaged after washing. It had started to crack at the base. There was no patient involvement; no time delay. Upon manufacturer investigation, it was determined that the device was broken. This report is for an excel t-handle. This is report 1 of 1 for (B)(4).